Event description:
On july 15, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. On july 23, 2009, the sr medical surveillance specialist spoke with the patient to obtain and verify information. In 2009, the patient noted the reported meter would not power on after it had been dropped in the toilet. The patient then was unable to test her blood glucose levels. At about 3 days later at 9:30 am, the patient experienced the symptoms of lightheadedness and blurred vision. The patient noted these are her symptoms of hyperglycemia. The patient took her usual dose of oral diabetes medication glucotrol (glipizide) 5 mg, and retested. She did not seek any medical attention. During the time period, the patient was unable to test her blood glucose levels, she continued to take her usual meals and medications. The patient noted that if she had been able to obtain a blood glucose reading, and it was elevated, she would have consumed less food. The meter and test strips were replaced. There was misuse of the product in that the meter was dropped in water. The patient claimed to have experienced symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.